Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 554 mg/dl at the time of incident. The customer states other blood glucose level was 177 mg/dl. The customer was treated with syringe. The customer experienced the headache and dizzy like symptoms during their high blood glucose event. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer report customer does not allege insulin pump was under delivering. The customer stated that the drive support cap appears normal. Customer was advised to the insulin pump will need to be replaced and customer to follow their medically prescribed back up plan. The insulin pump will not be returned for analysis.